Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient presented in the emergency room after fainting. Upon review, the patient's pacemaker had depleted normally. Under fluoroscopy, the right atrial(ra) lead exhibited dislodgement. The ra lead was capped on (B)(6) 2019, and pacemaker was also replaced during the same procedure. The patient was stable post procedure.